Event description:
It was reported that the patient experienced inadequate pain relief. Program optimization was attempted and was not successful. X-ray was taken and revealed that the artisan paddle was no longer in epidural space. The patient underwent lead repositioning procedure, and the device remains implanted. The patient was doing well postoperatively.